Manufacturer narrative:
Patient specific information with regard to age and weight was not provided. Upon the patient's return visits, the doctor re-cemented the crown for the patient using the same product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a retain sample was evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that two (2) patients experienced the debonding of restoration after placement with nx3 clear material. This is the second of two (2) reports.